Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement and self tests. No unexpected battery power loss, low battery alarms or pump error 25 were noted during testing, in the device history file, in the long trace file, or in the power management graph. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.